Event description:
Complainant alleged that the medics were attempting to monitor the heart rhythm of a patient, who was in a full cardiac arrest condition, but they were unable to obtain an ECG signal on the device screen. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.